Event description:
It was reported that high impedance and high thresholds were observed. A fracture was also noted. The lead was cut and capped and a portion was returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead with the connector pin measuring 20.4 cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead a complete analysis could not be performed.